Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00085. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician placed an initial coil into the patient using a non-penumbra microcatheter. The physician then deployed a new smart coil into the patient without any mention of resistance and attempted to detach the coil using a penumbra smart coil detachment handle (handle) but was unsuccessful. Eventually, after multiple attempts, the smart coil detached. Next, the physician deployed a new smart coil into the patient and attempted to detach it using the same handle but the coil did not detach. Therefore, the physician opened a new handle and successfully detached the same smart coil. The procedure was then completed using the new handle and additional smart coils. There was no report of an adverse effect to the patient.